Event description:
It was reported that during implant attempt, the physician struggled to get an acceptable lead position. After several positioning attempts, the lead dislodged and every position attempted after that had high impedance greater than 2000 ohms. The lead was explanted where it was noted that there was some tissue stuck in the helix, which made extending and retracting the helix challenging. Another lead was used, with high impedance around 2000 ohms still noted. The lead was repositioned to the right ventricular septum where the impedance was 1500 ohms. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however the helix was distorted/bent, the lead was damaged at implant, and blood was noted on the helix mechanism; full lead returned and analyzed.